Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700 . Model: sc-2317-70 . Serial: (B)(6).. Batch: 20256466.

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg) and the lead had high impedances. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.